Manufacturer narrative:
Qn#(B)(4). The full UDI is not available as the lot # was not provided by the customer.

Event description:
It was reported that: "the catheter was kinked. There was no reported patient harm or consequence."

Event description:
It was reported that: "the catheter was kinked. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The full UDI is not available as the lot # was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.